Event description:
Pulmonetic systems, inc. Received the following report from a representative: vent will power up, but turbine does not start up, continuous disc/sense alarm. No patient harm reported. Note returned with unit stated there was no alarm during the event.